Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varices ligation procedure to treat esophageal and gastric varices bleeding performed on (B)(6) 2024. The device was normally installed onto the endoscope and placed to the lesion. During the procedure, after the handle was rotated, the bands did not deploy. The device was immediately replaced, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a4: the patient's weight is 51.7 kg. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.